Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia procedure with a thermocool® sf nav bi-directional catheter and suffered a cardiac tamponade at the end of the procedure. The patient's medical history is unknown. The physician performed an effusion check of the left ventricle with a soundstar catheter and noted a pericardial effusion. The blood pressure began to drop and the procedure was stopped. A pericardiocentesis was performed. The patient was reported to be in stable condition after leaving the ep lab and require hospitalization as per hospital protocols. The physician did not provide a causality opinion for the cause of this adverse event. Per 21 cfr, part 803, this complaint is reportable. Multiple attempts have been made to obtain the additional information of this complaint. As for now, no further information has been made available.

Manufacturer narrative:
A) the product was discarded, therefore, no product failure analysis can be conducted and device malfunction cannot be confirmed. Since the lot # 16027609l was provided, the device history record(s) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. B) concomitant bwi products: product: stockert 70 rf generator: us catalog # s7001, serial # unknown. Product: coolflow® irrigation pump: us catalog # cfp002. Serial # (B)(4). Product: carto® 3 system: us catalog # fg540000, serial # unknown. Product: soundstar® 3d diagnostic ultrasound catheter: us catalog # sndstr10g, lot # 10846835000153. C) if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4).